Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the helix had disengaged from the helical channel. It is also noted that the inner tubing was kinked/buckled, and there was blood in/on the helix mechanism and sleevehead.

Event description:
It was reported that the chronic right ventricular lead was capped and replaced due to a lead fracture. It was further reported that while attempting to implant the acute right ventricular lead it was unable to be placed due to patient anatomy. It was removed and replaced. No patient complications have been reported as a result of this event.